Event description:
Biotronik was informed that the physician was in the process of closing the surgical pocket when the pt stopped breathing and expired. The rep noted that the device was functioning appropriately prior to pocket closure. There was no indication of device explantation. Should add'l info become available, this event will be updated.